Event description:
Resident fell from lift. Unable to determine if user error or lift malfunction. It is thought that the strap slipped causing the resident to fall. Maintenance looked at lift and facility received copy of manufacturer's guidelines. Resident was sent to hospital for eval and treatment. Resident received 6 staples to laceration on scalp and noted to have 5 fractured ribs and 3 fractured vertebrae.